Event description:
The pt's husband reported, insulin had gathered around the outside of the adapter of the pt's insulin infusion device. The pt's husband stated, that at most 5 units of insulin had spilled into the cartridge area of the device. He stated he cleaned the insulin out with a cotton swab. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.